Manufacturer narrative:
The reported event was for a pericardial effusion. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 2182269-2018-00004, 3005334138-2018-00006, 2182269-2018-00006, 3008452825-2018-00005. During an epicardial ventricular tachycardia (vt) ablation procedure a pericardial effusion occurred. During ablation the patient momentarily went into vt and ablation was stopped. Blood was then noted dripping from the coronary sinus (cs) drain. An echocardiogram confirmed a pericardial effusion from a perforation. The endocardial ablation was completed and the cs drain was kept in while the patient recovered. There were no performance issues with any abbott device.